Event description:
Note: the event date is unknown. It was reported to boston scientific corporation that a endostat ii electrosurgical unit was used during a procedure on (B)(6), 2009. According to the complainant, during the procedure, the endostat unit intermittently stops working. The physician completed the procedure with another endostat ii electrosurgical unit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).